Event description:
Same pt as #6000089-2005-01591, 6000089-2005-01592, 6000093-2005-01202, 6000093-2005-01203. It was reported that 234 days after a coronary artery drug eluting stenting procedure the pt expired. Lesion 1 was a 2.50mm, 80% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successfully placing two taxus express2 8.8% 2.50x16mm and 2.50x12mm drug eluting stents in the target lesion with a 2mm overlap. Lesion 2 was a 3.25mm, 70% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stenting and successflly placing a taxus express2 8.8% 3.50x32mm drug eluting stent in the target lesion. Lesion 3 was a 2.50mm, 95% stenosed portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. Lesion 4 was a 3.5mm, 70% stenosed portion of the proximal right coronary artery (prox rca), the physician treated the lesion with direct stenting of a taxus express2 8.8% 3.50x8mm drug eluting stent with a 4mm overlap to the sent placed in the mid rca. There were no complications. The pt was discharged the next day on plavix and aspirin. After the initial procedure, the pt expired after experiencing a cardiac arrest. There was no autopsy. In the opinion of the physician the relationship of the pts death to the target vessel is unk.

Event description:
It was further reported that target lesion 1 was 30mm long. Target lesion 1 had residual stenosis of 0% post stent placement. The lesions in the rca were actually treated in a different order then previously reported. Target lesion 2 was 25mm long. There was no residual stenosis after stent placement. Target lesion 3 was 21mm long. Residual stenosis was 0% after stent placement. Target lesion 4 was 4mm long. Residual stenosis was 0% after stent placement. The stent in the proximal rca and the stent in the mid rca were overlappping. 234 days after the initial procedure, the patient developed chest pain and paramedics were called. The patient was lethargic and bracycardic (pulse in the 30's and 40's). He was intubated, externally paced, and transported to the ER. Upon arrival at the ER, resiscitative measures were unsuccessful and the patient expired. In the opinion of the physician the immediate cause of death was cardiac arrest.